Manufacturer narrative:
The returned device was patent. The valve met the requirements for leak, reflux, and preimplantation testing. The valve did not meet the requirements of pressure flow testing. Crystalline debris was observed on the interior of the valve. The instructions for use cautions, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during handling. Introduction of contaminants could result in improper performance of the shunt system.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
There are no any external factors that may have let or contributed to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that before implantation, when the valve was tested, it was not continuous. It was noted that the water column did not sink.